Event description:
Customer reported the accutorr plus monitor shuts down intermittently. No pt injury was reported.

Manufacturer narrative:
Svc reps replaced the units cpu and pcb and tested the unit.